Manufacturer narrative:
Based on the claim against the product by the customer noting that error 26002 occurred, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went onsite and replaced arm 2 to resolve the issue. Intuitive surgical, inc. (Isi) has received the universal surgeon manipulator (usm) for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a 26002 non-recoverable fault occurred. The intuitive tech support engineer (tse) was unable to find the 26002 error in the logs but found multiple errors against arm 2. The system faulted again, and arm 2 turned red. The customer removed arm 2 and replaced it with arm 1 to continue with the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and the following additional information was obtained: system functionality was checked upon powering on the system and no errors occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the complaint regarding error 26002 was not replicated by failure analysis. The error was confirmed as having occurred in the field but could not be replicated during in-house testing. No errors were triggered in normal mode on the in-house system. The usm passed all other tests on the testing platform. The fru connector pin (fcp) and fcp wire harness will be replaced. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.